Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A hypotension, pericardial effusion and cardiac tamponade occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage closure (laac) procedure was being performed. Groin access obtained and the was sheath was inserted along with 10f intracardiac echo (ice) sheath. Ice catheter advanced and intra-atrial septum imaged. The versacross connect system was used for transseptal puncture (tsp) without issue with the puncture location inferior/mid on the septum. The was sheath was advanced to left atrium (la) and pulled back to cross with ice catheter. There was difficulty passing ice catheter across tsp location. The physician attempted for roughly 15 minutes and was able to get ice catheter across. The appendage was measured and the wds was inserted, advance and deployed. Position, anchor, size and seal (pass) criteria was met and the 35mm closure device was released. No post effusion was seen on ice. The access site on the groin was closed and patient taken to recovery. Approximately 3-4 hours post procedure, while in recovery, the patient showed signs of tamponade and non-invasive pressure dipped. Pressors were used to stabilize the patient medically, and it was found that a pericardial effusion had developed in the left ventricle (lv)/right ventricle (rv) free wall. Pericardiocentesis was completed to treat the effusion removing 400cc of bright red blood. There were no further complications.